Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
A crack was found on the grip after handle-impaction during insertion of dall miles grip. It was only used 2 times before it cracked. The surgeon continued to use it and completed the procedure.

Manufacturer narrative:
Corrected data: an event regarding crack/fracture involving a dall miles introducer was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned device noted that dall miles grip introducer handle was cracked. The handle has a large and deep crack running from the bottom of the handle to approximately an inch towards the top. Material analysis is not performed as the reported event does not allege a material deficiency. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed as per visual inspection of the returned device which noted that dall miles grip introducer handle was cracked. It has a large and deep crack running from the bottom of the handle to approximately an inch towards the top. Material analysis of the returned device is not performed as the reported event does not allege a material deficiency. The root cause could not be determined because insufficient information was provided. No further investigation is required at this time. If the additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
A crack was found on the grip after handle-impaction during insertion of dall miles grip. It was only used 2 times before it cracked. The surgeon continued to use it and completed the procedure.